Manufacturer narrative:
Block e1 (initial reporter address): (B)(6). Block h6 (device codes): problem code 2907 captures the reportable event of internal bolster detached. Block h6 (evaluation conclusion codes): visual examination of the returned device revealed that the molded internal bolster was detached from the tube and it was not returned with the device.the remnants of the internal bolster remained attached to the tube indicating the components were joined prior the separation. The complaint was consistent with the reported event of internal bolster detached. The issue occurred when bumper part was extended during insertion. It is most likely that procedural and anatomical factors encountered during the procedure could have affected the device performance and its integrity.probably the molded internal bolster was detached due to user technique, patient anatomy or other procedural factors, also force applied to distend the gastrostomy tube during placement could have contributed with the event. Based on the information available and the analysis performed, the investigation conclusion code for the encountered damage will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was placed on (B)(6) 2019. According to the complainant, during the procedure, when the device was placed, the internal bolster detached. The securi-t percutaneous replacement gastrostomy tube was removed and procedure was completed with a balloon tube. There were no patient complications reported due to this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was placed on (B)(6) 2019. According to the complainant, during the procedure, when the device was placed, the internal bolster detached. The securi-t percutaneous replacement gastrostomy tube was removed and procedure was completed with a balloon tube. There were no patient complications reported due to this event.